Manufacturer narrative:
This report is based solely on the customer's reported issue. Several attemps have been made to get the device back for evaluation and the device has not been returned. DHR review of the hbo vent found no indication that there were any relevant discrepancies during manufacturing. A review of the device history record (DHR) found no non-conformance that could cause or contribute to the reported issue. The last 2-year overhaul was performed by sechrist on 05/06/2019 and the ventilator was within specification when shipped to the customer. The instructions for use were reviewed and determined to provide adequate instructions and warnings for the safe and effective use of the device. Therefore, no corrective or preventative actions are necessary. All complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warranted. Manufacturer reference file (B)(4).

Event description:
Customer reported the ventilator time is not cycling correctly, and it seems to be happening intermittently. The issue was discovered during set-up and no patient incident was reported.

Event description:
This is supplemetal medwatch required to report additional information.

Manufacturer narrative:
Evaluation of the returned device found the device to function as expected. There were no visual physical damages and the unit met all functional specifications. No further investigation is required. The instructions for use were reviewed and determined to provide adequate instructions and warnings for the safe and effective use of the device. Therefore, no corrective or preventative actions are necessary. All complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warranted. Manufacturer reference file #(B)(4).